Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was incorrect, the correct b5 should be - the patient has alleged black particles in the device, headaches. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device and humidifier were completed by the manufacturer and found evidence of adhesive residue on top enclosure and sd card flip door, white dust-like contaminants at air inlet of blower box, indeterminate black particle inside bottom enclosure, white dust-like contaminant on top of blower, white hair-like objects on flip lid seal, grey dust-like contaminants and an indeterminant brown particle inside humidifier bottom enclosure, crack in humidifier flip lid, white dust-like contaminants and a paper-like object behind back panel, grey dust-like contaminants and hair-like objects on dry box assembly. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heater tubing heats using a known-good heated tubing set. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with adhesive residue on top enclosure and sd card flip door, white dust-like contaminants at air inlet of blower box, white dust-like contaminant on top of blower, grey dust-like contaminants, white dust-like contaminants and a paper-like object behind back panel and white hair-like objects on flip lid seal, indeterminate black particle inside bottom enclosure, grey dust-like contaminants and an indeterminant brown particle inside humidifier bottom enclosure, hair-like objects on dry box assembly were inconsistent with the sound abatement foam the manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,d10,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.